Event description:
It was reported that episodes of non-sustained right ventricular oversensing were observed. Review of egm revealed that oversensing was occurring due to the sosd check during capacitor maintenance charging. Each charge was aborted immediately after the check and would initiate shortly after. This occurred multiple times leading to oversense detection. Programming changes were recommended to prevent the oversensing. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.